Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the freestyle libre reader download did not accurately report or reflect sensor scan data. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform a sim-vivo test while in the test fixture. All results were within specification. The reader has not been returned and a valid serial number has not been provided for the reported reader. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. DHR's (device history review) for the libre sensor was reviewed and indicated the libre sensor passed all tests prior to release. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any potential product-related issues. If the libre reader is returned, the case will be reopened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the freestyle libre reader download did not accurately report or reflect sensor scan data. There was no report of self-treatment or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.